Manufacturer narrative:
The accounts biomed isolated the issue to the head up valve. He replaced the head up valve to repair the bed.

Event description:
The complainant stated that the head section cannot be raised unless the head up switch is pressed twice.